Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info included pt info, copies of medical info/records and death certificate/autopsy report has been requested. No product or lot number info has been provided, therefore, no DHR review has been performed. We still submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
Per attorney's report: in 2001, pt underwent hernia repair surgery, which included the insertion of a composix kugel mesh. After the initial surgery, the pt developed persistent abdominal pain. Because of the this pain, he underwent hernia surgery again. During the second surgery, the original mesh hernia patch was replaced. (Reference MDR 1213643-2007-00959 regarding explanted mesh.) The pt later suffered a bowel obstruction and died in 2005.